Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a cracked hose, was leaking oil, and was making excessive noise. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported from japan that during service and evaluation, it was determined that the hose of the motor device was cracked/damaged, had insufficient/low power, was making excessive noise, vibration, was leaking oil at the swivel section, had cosmetic damage (no red line), and component damage. It was further determined that the device failed pretest for visual assessment, hose assessment, muffler tube assessment, loctite assessment, noise assessment, rotational speed assessment, and oil leak assessment. It was noted in the service order that the device had hose damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.